Event description:
It was reported by a customer that on (B)(6) 2011, the fiber tip melted at 163,000 joules. Per the customer, the fiber tip was still attached to the fiber. No fiber pieces were left inside of the pt. Add'l info reported by the customer was during set-up an aim test was performed and the beam was visible. There were no error codes displayed on the console when the event occurred. The user did not experience any injury from the use of the system. No pt injury was reported.